Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra mini meter displayed an error 1 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reportedly obtained the error 1 message on (B)(6) 2015 between 7:30 and 8:00am. The patient manages his diabetes with insulin (self-adjuster). It is unclear whether he made any changes to his usual diabetes management routine after obtaining the error message. About 2 hours later, the patient claimed that he developed symptoms of high blood glucose, sweaty and shaky. He reported that at 10:30am on (B)(6) 2015 he self-treated his symptoms with 13 units of novalog insulin. The patient denied using any other device to test his blood glucose levels. At the time of troubleshooting, the cca noted that the product was not being used for the first time. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of an acute diabetes excursion after the alleged error message appeared.